Event description:
Final angiography taken after the stent assisted embolization of an unruptured middle cerebral artery aneurysm demonstrated the presence of an instent thrombus. A bolus of repro (0.25mg/kg) followed by 0.125ug/kg/minute being administered using an electric pump. The thrombus was resolved and there are no reported affect to the pt.

Manufacturer narrative:
Other for no reported product malfunction or nonconformance.